Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes had the entire cap popping off during centrifugation. Blood exposure to the user's hands occurred with no report of adverse impact. There was no report of patient impact.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes had the entire cap popping off during centrifugation. Blood exposure to the user's hands occurred with no report of adverse impact. There was no report of patient impact.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 22-apr-2024. H.6. Investigation summary: bd received six(6) samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for stopper pop off with the incident lot was not observed as all product specifications were met. 6 returned samples were drawn with water, centrifuged at 1300g 10min and none of the cap/stopper assemblies popped off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.